Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 14.88 miu/ml. The repeat result from another cobas e602 analyzer was <0.1 miu/ml. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+b reagent lot number was 17753701 with an expiration date of 08/31/2015. The field service representative found the measuring cell failed a carryover test. He performed liquid flow cleaning six times and manually flushed the reagent and sample flow paths. He ran performance testing and all results were good. Calibration and controls were run and were good.